Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. Two electronic photographs were provided and reviewed. The first photo shows the magnum needle in which the stylet hub of the needle was noted to be broken. The second photo shows a magnum needle which was placed inside the package and broken stylet hub was partially visible. Based on the photographic review, the reported event can be confirmed. Therefore, the investigation is confirmed for the reported break as the stylet hub of a needle was noted to be broken. A definitive root cause for the reported break could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3: h6 (component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a breast biopsy procedure using magnum instrument. During the procedure, the device allegedly broke inside the patient's breast. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a breast biopsy procedure using magnum instrument. During the procedure, the device allegedly broke inside the patient¿s breast. There was no reported patient injury.